Event description:
Same case as: 2134265-2012-06522. It was reported that post a coronary stenting treatment procedure, stent dislodgment and damage occurred. The target lesion being treated was located in the left circumflex (cx). The physician successfully deployed the first and second stents in the lesion however, the third (3) stent was unable to cross the lesion. While attempting to remove the stent outside the patient's body, the stent dislodged from the balloon. The physician performed bailout stenting by placing a small balloon through the stent and inflating it in the middle of the lesion. The physician attempted implanting another stent however, crossing difficulties occurred. The stent was unable to cross the first stent previously implanted. The physician removed the stent outside the patient's body and strut fracture was noted. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).